Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and low blood glucose. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
It was reported that the pdm (personal diabetes manager) was showing a higher blood glucose (326mg/dl) than what was reported by the doctor¿s blood glucose meter (266mg/dl). The patient was admitted to the emergency room (ER) and diagnosed with low blood glucose due to the results, they thought she was getting too much insulin due to the inaccuracy of the pdm readings. Her blood glucose read 54mg/dl on the meter when she arrived at the ER and the mother stated in had been in the 40's mg/dl. Nothing had been provided for treatment at the time of report, but the patient was being monitored and having her blood glucose levels checked. She was also experiencing a minor headache.